Manufacturer narrative:
Evaluation: inspection of the reported devices could not be performed as no items were returned. Review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigate and addressed. Conclusion: voluntary recall ra 2012-067 was initiated for agii and rejuvenate module stems and necks due ot the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that: dr. (B)(6) stated the pt had onset of pain starting 11:3:11. Update: it is reported that: patient had a revision surgery. Dr. Stewart removed a rejuvenated stem, acetabular liner and femoral head and replaced the liner and stem using a restoration ha stem and ceramic head.